Event description:
Pt called to report adverse events regarding atrium proloop hernia mesh. The pt stated that the incision from the implantation of the mesh became infected, and he had to have it cleaned out several times. On (B)(6) 2012, the pt went to his doctor to have the infection cleaned out, and the incision remained open for two months. He stated he was taking antibiotics to help clear the infection, but the incision never healed properly. Pt stated on (B)(6) 2012 the incision seemed to be healed, however, on (B)(6) 2012, the incision ruptured again and was still infected. The pt says he saw three doctors, and the third doctor confirmed the infection was caused by the mesh. The third doctor explanted the mesh on (B)(6) 2013. During the three years the mesh was implanted, the pt experienced multiple infections, pain, swelling, drainage, and hardening of the skin.